Event description:
In 2006, microaire received a call indicating that a pin had fallen loose from the 4800-002 sternum saw guard, and had fallen into the pt's chest. The report indicated that the pin was recovered, and that there was no pt injury.